Event description:
A report was received that the patient was having charging difficulties. A database analysis confirmed premature battery depletion and the physician has recommended replacement of the ipg.

Manufacturer narrative:
The patient was reportedly doing well after the ipg replacement. A returned product analysis indicated that the complaint of difficulty charging has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off measured at a rate that exceeds the typical battery depletion rate. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery.

Event description:
A report was received that the patient was having charging difficulties. A database analysis confirmed premature battery depletion and the physician has recommended replacement of the ipg.